Event description:
A pt was implanted with a nail and pfna blade on an unk date. The pfna blade broke post-op and was removed on an unk date.

Manufacturer narrative:
Investigation is on-going. No conclusions can be drawn. Mfg documents were reviewed and no complaint related issues were found.